Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 431 mg/dl. Prior to the hospitalization the customer had an infection; she took antibiotics which made her vomit and caused dehydration. The dehydration then caused the high blood glucose. The customer experienced severe vomiting. The customer was placed on an insulin IV and disconnected from the insulin pump. The customer was hospitalized for two days and then released from the hospital. She resumed insulin pump therapy. The customer declined troubleshooting for the high blood glucose. No products were returned or replaced.